Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch MFR report number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a cardiopulmonary bypass procedure. The arteriotomy was a 6f. Reportedly, the suture of the first proglide device was successfully placed in the rcfa using the preclose technique. A second proglide device was used, but when the plunger was retracted, no suture was present; a cuff miss occurred. The suture of a third proglide device was successfully placed using the preclose technique. The sheath was upsized to a 10f then to a 16f and the cardiopulmonary bypass procedure was completed and the bypass machine cannula was removed. When pulling the proglide blue rail suture using the suture trimmer, the blue rail suture broke. Hemostasis was achieved with only one of the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the proglide device and established in the preclose technique. No additional information was provided.